Event description:
Olympus ((B)(4)) was informed that the customer high flow insufflation unit was returned to olympus service for preventative maintenance, there was no reported fault description from the customer. Upon inspecting and testing, the light emitting diode (led) segment on the front panel is damaged, front panel failure. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation identified the light emitting diode (led) segment on the front panel is damaged, front panel failure. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d5. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the event was caused by the damage to the led segment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.